Event description:
It was reported while vacationing in another country, the pt had developed return of symptoms. The pt experienced an increase in spasms; "an abrupt onset of spasticity in the absences of infection or other noxious stimuli". The pt had "tried to drive a 4 wheeler" 10 days prior, but they did not think the symptoms were related to that activity. The symptoms began approx 2 days prior to the report. The pt then attempted to seek medical help. The pt subsequently underwent a revision surgery, due to a fractured catheter; the catheter was not replaced. No surgical complications were reported. The pt recovered without sequelae.